Manufacturer narrative:
Information: pentax medical china responded via email on 31-oct-2023 with the information that it made a good faith effort to gather additional information regarding this incident and the backup endocopic procedure was completed on the same day and there are no harm was caused to the patient. Based on the above, we performed the decision tree again and determined that this event was not reportable. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
We performed good faith effort to gather additional information regarding this event the following questions. Did the hospital have an alternative endoscope. The use of endoscopy has been discontinued, but the examination will be done on another day. Was the patient harmed. On 23-oct-2023, we did not get an answer to our question. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The patient was hospitalized in our hospital and used an electronic bronchoscope for bronchial and lung observation and diagnosis, and the display was found to be unclear during use and suspended use, which delayed diagnosis. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.